Event description:
The patient dies from perforation. The account is concerned that the bd first PICC catheters are 'growing' in the patients and the hospital has begun routine x-rays to prevent future problems. The account was not willing to give any additional details regarding this incident. They did state that they were not sure that the death was the fault of the bd first PICC product.

Manufacturer narrative:
We were unable to investigate this incident as the lot number is unk and the sample was not returned for analysis.